Event description:
It was reported that during the pt's ipg explant/replacement procedure (ref MFR report: 1627487-2013-15850), it was determined the pt was experiencing ineffective stimulation. Subsequently, per the MFR's records, the scs lead was explanted and replaced and an additional scs lead was added which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.